Event description:
The physician reports performing cataract surgery with implantation of the crystalens iol in the right eye. One week postoperatively the pt complained of blurry vision secondary to a myopic refractive error. The physician believes the refractive error was caused by lens vaulting. There was no decrease in bcva associated with the lens vault/refractive error. The iol was exchanged for a different lens model and the pt is doing well.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The explanted lens was returned for evaluation and subjected to diopter power and resolution verification. The results indicate the device was within specifications and correctly labeled as a 23.00 d iol.